Event description:
Bard 9 fr double lumen hickman catheter contained 7 fr introducer/vessel dilator instead of 10 fr as stated on the label. Size discrepancy was noted when the catheter would not pass due to the small size of the dilator. Smaller 7 fr hickman catheter was placed.